Event description:
It was reported, to medtronic minimed. That the customer, experienced device test failed, pump error 130 (this alarm is generated, when the pump detects movement in hall sensor counts that are unexpected, since the pump did not command motor movement). The customer reported, blood glucose value of 455 mg/dl. The customer reported, hyperglycemia. Treated with manual injection/insulin pen. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported, receiving a pump error. Customer was able to clear the error and complete the rewind process, but pump did not pass displacement test. Customer reported, high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1886 was requested. And customer response was, the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided, due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected pump error 130 alarm noted during testing. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 07:03:00.000, (B)(6) 2024 07:18:00.000, (B)(6) 2024 07:28:00.000, (B)(6) 2024 07:33:00.000, (B)(6) 2024 11:12:35.000, (B)(6) 2024 11:13:32.000. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There was no pump error 130 alarm recorded in the formatted history file on the event date of (B)(6) 2024. However, pump error 130 alarm was found on: (B)(6) 2024 20:46:02.000, (B)(6) 2024 23:52:45.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. There were no other unexpected pump error(s)/alarm(s) noted 2 days prior to the event date (B)(6) 2024 in the formatted history file. Force sensor zero offset within specification (22.90 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. However, pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.